Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 4 months. Evaluation of the submitted system controller log files confirmed the reported low speed and pump stoppage events. The log files recorded intermittent low speed and pump stoppage events which correlated with elevations in pump power (up to 20.7 watts) and average pi (up to 12.9) and showed low speed/low flow hazard alarms active. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise; however, wire damage could not be confirmed, because the pump remains in use. The center decided to keep the patient on an ungrounded patient cable since no areas of concern were identified via the x-rays. The patient was discharged, remains ongoing on vad-12031 and the ungrounded cable, and no further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received low speed advisories while connected to the power module. It was reported that the power module patient cable was initially replaced as it was over 3 years old; however, the patient continued to receive the alarms after the patient cable was replaced. The power module patient cable was disposed of. The manufacturer's technical services reviewed the provided log file which showed multiple pump stoppages which appeared to have occurred while connected to the power module. A compromised percutaneous lead was suspected, however, x-ray images provided did not show any areas of concern. The patient was placed on an ungrounded patient cable. The patient was asymptomatic.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016. The patient had been using a modified ungrounded patient cable in conjunction with the power module since (B)(6) 2016 due to a suspected driveline fracture. The driveline fracture elevated the patient's transplant list status to 1a.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for analysis. The device was returned assembled with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the remainder of the lead was returned in two segments. Electrical continuity testing of the three lead segments found all wires were electrically intact. Examination of the 2 inch lead segment extending from the pump housing, and the 14 inch internal lead segment, found no areas of compromised wire insulation. Examination of the 21 inch segment of the distal portion of the lead found some breakdown of the braided shield at the distal metal connecter that extended 3.5 inches up the lead. Removal of the clear bionate and braided shield layers revealed a breach in the red wire insulation adjacent to the metal connector. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield and repetitive movement in this area. If the exposed conductors of the red wire contacted the braided shield while the lvad system was operating on the power module, the resulting short to ground would have caused the low speed and pump stop events recorded in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.